Manufacturer narrative:
Although the event was not reported to bausch + lomb at the time of occurrence, a field service technician visited the user facility on august 11th, 2016 to perform a system check and software upgrade. The technician was not made aware of any issues or patient involvement prior to or during the visit. The operating values of all modules were checked and were found to be within specifications. There was no evidence a system failure had occurred.

Event description:
Bausch + lomb was contacted by a solicitor in the (B)(4) informing us of an incident that took place on (B)(6) 2016. The letter stated that during a cataract procedure, the "anti-surge mechanism" in the fluid dynamic of the phaco machine did not work correctly. The alleged malfunction lead to the collapse of the anterior chamber so the lens posterior capsule was too close to the phaco tip resulting in a ruptured capsule. The consultant changed to an alternative procedure and completed the surgery. The patient was seen on (B)(6) 2016. The patient's vision in the right eye was 1.0 and left eye 0.2, the intraocular pressure in the right eye was 30 mmgh (normal 10-21 mmhg) and the cornea appeared cloudy due to edema building up. The patient was prescribed maxitrol eye drops and given a follow-up appointment for 5 days. The patient was seen again on (B)(6) 2016 by the consultant ophthalmologist. The vision had improved to 0.1 in both eyes, the intraocular pressure in the right eye was back to normal and the cornea was clear. This outcome represents a full recovery and very successful results. This event was not reported to bausch + lomb at the time of occurrence.